Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call that the customer's blood glucose had dropped to 30 mg/dl. Customer's blood glucose was 118 mg/dl at time of call. Customer was not disconnected during the rewind prime sequence. Customer had another incident with high blood glucose. Customer's blood glucose was 508 mg/dl. During troubleshooting, found the cannula was a little clogged with blood. Customer was advised to change the entire set. Customer will not be returning the device for analysis.